Event description:
It was reported that about four weeks prior to the report, the patient had to decrease stimulation from 3.4 to 3.2 because it was a little painful in the vagina area. The patient had been doing pretty well with the device and the past four to five days she had no problems, but the night prior to the report she was having accidents. There was a loss of therapeutic effect and a loss of bladder control. The patient was on program 3 at 3.2 and did see the lightning bolt and that the implantable neurostimulator (ins) was on at the time of the report. She hadn¿t had any falls but had been off milk. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0lnef, implanted: 2014-(B)(6), product type lead. (B)(4).